Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to the patient's concern of the product. Device has been explanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2005. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "strap broken, tissue ingrowth under strap" and "plug strap separated".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.